Event description:
It was reported that this electrode was suspected to be fractured as the patient had received an inappropriate shock due to oversensing of noise. Troubleshooting is ongoing and the electrode remains in service at this time. No adverse patient effects were reported.